Event description:
The MFR received info alleging a ventilator failed to audibly alarm for an event and the pt expired. The manufacturer's investigation is currently ongoing and a follow-up report will be filed when the investigation is complete.